Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient reported they were approved by their healthcare provider (hcp) to charge and reported the handset would not turn on. Troubleshooting was performed and the handset was able to be turned on. Patient mentioned their staples were still on and protruded. Agent reviewed information. Agent advised patient to call back once the handset was charged so patient could be educated on how to charge their implant. Agent also made an outbound call and left a voicemail for patient to call back. Patient mentioned based on their experience their previous implant/device worked better when fully charged. On (B)(6) 2025  pt called back requesting help with recharging the implant. Agent went through all the equipment. Pt mentioned the incision site is hot and red. Pt stated they are meeting with the hcp today. On (B)(6) 2025 patient called back in stating they couldn't turn on their handset device. Patient tried multiple wall outlet and power strip but couldn't charge the handset. Agent reviewed how to charge the recharger, handset and communicator. Agent redirected the patient to healthcare it for further assistance. Patient also mentioned they couldn't feel any stimulation since friday.  Patient called back in and healthcare it attempted to transfer back to patient services but caller got disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.